Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone; data not available. Cloud - omnipod 5 software app version; data not available. Cloud - smartphone operating system; data not available. Cloud - smartphone hardware; data not available. Cloud - cgm sensor type; data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The parent of the patient reported that their child is using omnipod 5 and is having significant reactions to the pod. The parent works closely with their dermatology team and skin management team, but they are still having frequent infections and flares needing steroid and systemic antibiotic treatments. This is complicated further by strong atopic history. The patient has just completed patch testing, no evidence of allergic contact dermatitis when using british standard series, but testing consultant is suggesting from history around reactions to dexcom sensors, that it is the isobornyl methacrylate and colophony derivative that the patient is reacting to. On (B)(6) 2025, the patient diagnosis specific to this event was frequent skin infections, contact dermatitis. The patient was treated with steroids and systemic antibiotics.

Manufacturer narrative:
Please see b5 for additional information received.

Event description:
The parent of the patient reported that their child is using omnipod 5 and is having significant reactions to the pod. The parent works closely with their dermatology team and skin management team, but they are still having frequent infections and flares needing steroid and systemic antibiotic treatments. This is complicated further by strong atopic history. The patient has just completed patch testing, no evidence of allergic contact dermatitis when using british standard series, but testing consultant is suggesting from history around reactions to dexcom sensors, that it is the isobornyl methacrylate and colophony derivative that the patient is reacting to. On (B)(6) 2025, the patient diagnosis specific to this event was frequent skin infections, contact dermatitis. The patient was treated with steroids and systemic antibiotics. On 14nov2025 additional information was received stating that the patient also visited the emergency room for the skin infection.